Manufacturer narrative:
H10: the actual sample was provided for evaluated. The visual inspection of the provided sample showed the product was wet. A leak test of the dialysate side was performed and a leak was observed. The reported condition was verified. The review of the welding parameters of the product showed no conspicuousness and within the specification. The cause could not be identified. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the start of treatment, an external dialysate leak was observed from the venus header of one unit of polyflux 140h. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.